Event description:
A caller reported experiencing a cgm error 42, related to their glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reappear, and the caller successfully started their sensor session.